Event description:
It was reported that the blade stalled intermittently during a tonsillectomy and adenoidectomy procedure. This resulted in time delay and less than desirable tissue effect, however, the blade was replaced and the case completed with no patient complications.